Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead was capped and replaced due to dislodgement. This information was received through follow up with the physician office. No patient complications have been reported as a result of this event.